Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of an unknown amount of continuflo sets, that had tubing separated from the top of the stopcock proximal to the spike, while it was attached to an unknown primary bag. The medication being administered was an unknown anesthetic drug. This reported condition occurred during an infusion. The patient lost an unknown amount of blood and also there was an interruption of administering an anesthetic drug. No additional information is available.